Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient management database application show a different battery longevity than what was shown on the programmer and the report from the programmer. The information in the application was session synced from the programmer during the in clinic interrogation, and the report was generated during that in clinic. Provided the caller with instructions on how to find the pdd in the application. Ticket was opened. The application remains in use. No patient complications have been reported as a result of this event.